Event description:
The device was returned for service. During the pre-assessment the technician found that the neuro tip broken and the bearings were damaged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the neuro tip and the bearings were damaged. The root cause is undetermined. No additional information at this time. Device was inspected, and repaired by replacing a few components.